Event description:
It was reported that during initial implant the atrial lead was not sensing, not capturing, and not giving impedance values. The atrial lead was not used and the physician elected to complete the procedure with a different atrial lead. The patient condition was stable.

Manufacturer narrative:
Previously did not report return details in the emdr, d9 radio button for "device available for evaluation?" Should have been selected as "yes".

Manufacturer narrative:
The reported events of impedance problem, failure to sense, and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies.